Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a power supply (ps) code after the delivery of a commanded shock to test the system prior to a general changeout procedure. This s-ICD was already scheduled for explant prior to the display of the ps code. The s-ICD was successfully removed from service and replaced. No adverse patient effects were reported. This s-ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.